Event description:
During servicing of an electrode belt which was returned for an unrelated issue, a reportable problem was discovered. The electrode belt failed incoming testing.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the j2 tab inside the rear 1 therapy electrode was not properly soldered. The cause of the non-functional therapy electrode is the improperly soldered j2 component. The root cause of the improper solder is a manufacturing error. A corrective action has been initiated. No adverse event resulted from the poor solder connection.